Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was unsure that the insulin pump alarms when the reservoir is low. Customer experienced high blood glucose readings of 400 mg/dl and has treated with a syringe. Customer reported symptoms of nausea, vomiting and having ketones. The drive support cap was noted to be damaged. During the high pressure test the insulin pump alarmed at 2.2 units. Customer's blood glucose reading at the time of the call was 120 mg/dl. No further information reported.